Event description:
During an incident in 2000 involving a female cardiac arrest with bvm being used by staff upon arrival and CPR started by this crew, this defibrillator (per the user) kept dropping the charge, no power. The battery was changed and it dropped the load again. The pt was transported to a hosp. The same user stated on his ambulance call report: "unable to use heart start cause of failure to batteries." The crew member who performed CPR stated the heartstart would no initialize and "the batteries were checked before the tour and they worked." This same crew member reported to his supervisor: "the unit failed to turn on. The crew then switched the battery on the unit and again attempted to turn unit on. Again, the unit failed to function. CPR was continued and the pt transported to the hosp."